Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reported the personal diabetes manager (pdm) malfunctioned and froze. As treatment, the patient was admitted to the neurology department of the hospital and treated with cortisone therapy. The diabetologist restarted the pdm and resumed treatment with a new pod.